Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-02902, and 3006705815-2019-02904. It was reported that the patient had ineffective therapy. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.